Event description:
During a cardiac catheterization, a pressure hose that is part of the c-arm tube caught on a protective shield, pulled loose, spraying the pt and staff with an oil identified as diala oil m. No adverse pt or staff outcomes.